Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05328. It was reported, the patient experienced pain and discomfort at the ipg site. The patient was also unable gain communication with the ipg via the external devices. It was also reported, the patient was receiving inadequate coverage. In turn, the lead was found to be fractured. As a result, the patient underwent surgical intervention. During the procedure, the doctor experienced difficulty while attempting to explant the lead due to scar tissue. The doctor decided to cut and remove the lead tails and leave the paddle portion of the lead implanted. Regardless, another lead (different model) was implanted. The ipg was also explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.